Event description:
Event description guidant received information that this chronic transvenous defibrillation lead was surgically abandoned during device replacement due to a fracture. No associated reports of any adverse therapy or effects to the patient have been received. An attempt to implant a coronary sinus lead was unsuccessful, as the lead length was not adequate. A longer lead was placed without further incident.